Event description:
A customer reported that on approximately on (B)(6) 2024, it was discovered that the 00505800100, surgairtome two handpiece device ¿gets hot¿. This was reported as a non-surgical event with no patient/user impact. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Additional information: information has been added regarding the initial reporter; spelling of the last name has been updated, and email address and occupation added, as reflected in sections e.1, e.3 and g.2. Evaluation found a bearing no longer effective, the housing corroded and corrosion-like deposits internally. Additionally, the pm is overdue. Parts were replaced, the device repaired and the pm performed; the device was final tested and met all specifications. The cause for this issue is due to improper maintenance of the device. The service history was reviewed, and no prior data was found. A device history record review was not conducted as the device has been in the field more than 12 months. A two-year review of complaint history revealed there has been a total of 24 reports, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: it is essential that the equipment be serviced as scheduled to retain optimum performance and reliability; the recommended service interval for this device is 12 months. Additionally, the IFU advises the user to continually check all handpieces and attachments for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the bur or bit may cause damage to the bur or bit and may cause burns or thermal necrosis. Do not immerse handpiece, hose or attachments in soap solution or rinse water during cleaning. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A customer reported that on approximately 11mar24, it was discovered that the 00505800100, surgairtome two handpiece device ¿gets hot¿. This was reported as a non-surgical event with no patient/user impact. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.